Event description:
The customer reported that the reservoirs had cracks along the side of the reservoir and battery compartment. The customer stated that the reservoirs had bent needles and were leaking at the p-cap. Also, one reservoir was hard to pull in insulin through. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.